Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were any difficulties with device experienced during procedure? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Were the tips of device visible during firing? Were blood products required? Can additional information be provided on staple form? Are photos or video available? What is the current patient status?

Event description:
It was reported that after firing pvs on left upper pulmonary artery, median stapler of vessel was getting loosen (b-shape was gradually widen) and the blood leaked. So the vats case converted to open case, and the pulmonary artery was ligated by suturing after clamped.